Event description:
Pt has had three seizures after receiving high readings on the freestyle meter. In one instance, the caller reported testing pt on the finger with the freestyle meter and getting a result of 214mg/dl. A comparison test was done on a onetouch ultra meter with a result of 45mg/dl. The caller felt that pt was showing symptoms consistent with the 45mg/dl reading taken by the onetouch ultra. This event occurred in 2003. The following day, the freestyle read "hi" (>500mg/dl) and the onetouch ultra read 26mg/dl. The caller did not want to discuss the third seizure that was reported to have occurred 3 days later. At the time of the events, the caller reported that family administered glucagon and juice to the pt.